Event description:
It was reported that the bd vacutainer® k2e plus blood collection tube underfilled. The following information was provided by the initial reporter, translated from french to english: "edta tubes: poorly filled, probably it's related to a vacuum issue."

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed, however the tubes were expired at the time of use. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for underfill with the incident lot was observed, however the tubes were expired at the time of use. The photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. However the tubes were expired at the time of use. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2e plus blood collection tube underfilled. The following information was provided by the initial reporter, translated from french to english: "edta tubes: poorly filled, probably it's related to a vacuum issue."